Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent down button response due to moisture damage keypad traces. No moisture damage was found on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 103 mg/dl. The customer stated that she had to press the buttons on her pump for longer than 3 minutes to work. The customer stated that the pump was exposed to moisture in the rain. Customer was advised to discontinue use of the device and to revert to a backup plan.